Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no product lot specific issue. All available information was investigated and the cause for the difficulty opening clip and slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is being filed under a separate medwatch report.

Event description:
This is being filed to report the clip detached from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Echo quality was very poor as the operator was inexperienced. The clip delivery system (cds) (91108u154) was advanced to the left atrium (la). Difficulty was met opening the clip however the device was continued to be used. The clip was placed on the medial side of the large prolapse and deployed without issue. A few minutes later, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second cds (91108u153) was advanced and the same issue occurred when attempting to open the clip. The clip was able to be placed medial to stabilize the slda clip. A third cds (91107u153) was advanced and again the clip was difficult to open. The third clip was placed lateral to the slda clip without issue. A few minutes later, the clip detached from the posterior leaflet and it was noted the posterior leaflet was frayed and tore out of the clip. The procedure was aborted at this time with the mr remaining at 4+. The patient was sent for a surgical consult but remains stable. No additional information was provided.